Event description:
It was reported that during surgery, the unit was leaking air. Another device was used to complete the surgery there was no patient impact and no delay was reported. Due diligence is complete.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Manufacturer narrative:
During product evaluation, it was found that a complaint was already created for the device mentioned, so the current complaint is a duplicate, please refer to previous report number 0001526350-2025-01413. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
During product evaluation, it was found that a complaint was already created for the device mentioned, so the current complaint is a duplicate, please refer to previous report number 0001526350-2025-01413. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.